Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of the specimen bag falling off the metal supports. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: ni. Event description: hospital: [name], distributor: [name], model #: cd004, lot #: 1528846. The surgeon attempted to push the thumb ring forward to deploy the bag, but it failed to open as part of the bag was not properly attached to the prongs, causing it to fall. There is no impact to patient. User replace with a new one to complete this surgery. There are no other instruments to affect this event. The product is available for return. Additional information obtained from distributor via email on 09dec2024: it was not difficult to push the actuator. Additional information obtained from distributor via email on 07feb2025: we have just received feedback from the user. Yes, at that time, the tips were indeed exposed inside the patient. Intervention: user replace with a new one to complete this surgery. Patient status: there is no impact to patient. Fine.

Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: ni. Event description: hospital: [name], distributor: [name], model #: cd004, lot #: 1528846. The surgeon attempted to push the thumb ring forward to deploy the bag, but it failed to open as part of the bag was not properly attached to the prongs, causing it to fall. There is no impact to patient. User replace with a new one to complete this surgery. There are no other instruments to affect this event. The product is available for return. Additional information obtained from distributor via email on 09dec2024: it was not difficult to push the actuator. Additional information obtained from distributor via email on 07feb2025: we have just received feedback from the user. Yes, at that time, the tips were indeed exposed inside the patient. Intervention: user replace with a new one to complete this surgery. Patient status: there is no impact to patient. Fine